Manufacturer narrative:
(B)(4). Concomitant medical products: catalog# 32855910557 tm hex augment distal radius lot# 95006587, catalog# 32855910555 bowed radial segment 9930 lot# 95006591, catalog# 00855910556 tm aug wire dist lot# 95006589, catalog# 00855910558 tm aug reseal dist lot# ni, catalog# 00855910563 tm aug wire prox lot# 95006588, catalog# 00855910564 tm aug reseal prox lot# ni, catalog# 00855910474 tm test plug lot# 95006590. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02111, 0001822565-2019-02113.

Event description:
It was reported that the patient underwent initial procedure on an unknown date. Subsequently the patient is being considered for a revision surgery due to loosening of the device. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
No device was returned. The complaint cannot be confirmed with the information made available. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.